Event description:
It was reported the patient had acute pain at the tailbone and low back. The patient also had difficulty walking and going from a sitting to a standing position. The symptoms occurred following implant of a lead in 2004 as part of a trial. The trial was not successful so patient did not go on to a permanent stimulator implant, but the lead was left implanted. The patient's status was "fair." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).